Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a power error detected. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. They were advised to monitor the device. It was noted that the customer had called back to report that the power error detected alarm was recurring. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. Pump was returned for power error 25 alarm. Detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage was less that 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, missing display window cover and minor scratched lcd window.